Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery using a pod coil and a lantern delivery microcatheter (lantern). It was reported that a saline drip was attached to the rotating hemostasis valve (rhv). During the procedure, the physician place multiple ruby coils in the target vessel using the lantern. While attempting to place a pod coil to shut down the target vessel and ensure that it would not recanalize, the physician started to advance the pod coil through the lantern; however, the coil had unintentionally detached. Therefore, the lantern was removed containing detached pod coil and the coil was flushed out. The procedure was completed using a new pod coil and the same lantern. There was no report of an adverse effect to the patient.